Event description:
It was reported that the patient did not have therapeutic response for the right side of his body. A lead reconstruction was performed and the physician noted that the lead was approximately 7mm dorsal to the target. The computed tomography scan (CT) scan used for the reconstruction was acquired one month postop. The patient underwent a revision procedure due to the lead migration. The burr hole cover and clip were secure upon opening the scalp during the procedure. The physician stated that he had failed to put in a strain relief loop for the lead. The physician also stated that he must have pulled the lead during the stage two procedure, which caused the lead migration. Upon testing, the patient had good clinical response.

Event description:
It was reported that the patient did not have therapeutic response for the right side of his body. A lead reconstruction was performed and the physician noted that the lead was approximately 7mm dorsal to the target. The computed tomography scan (CT) scan used for the reconstruction was acquired one month postop. The patient underwent a revision procedure due to the lead migration. The burr hole cover and clip were secure upon opening the scalp during the procedure. The physician stated that he had failed to put in a strain relief loop for the lead. The physician also stated that he must have pulled the lead during the stage two procedure, which caused the lead migration. Upon testing, the patient had good clinical response. Additional information was received that only the right lead (db-2202-45 serial number (B)(6) migrated. Both leads remain implanted and in service.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7081348.